Manufacturer narrative:
The device was received with the shuttle cartridge engaged to the handle in the manufacturing position. Visual inspection of the device showed that the sealant was recessed, approximately 1 mm from the end of the shuttle cartridge and the grip tip was missing from the distal sealant. The sealant was dry with no exposure to blood or saline. The complaint was confirmed. Based on the information received and the investigation performed, the probable cause of the sealant grip tip slid down catheter was unable to be determined. The review of the lhr (lot f1414203) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Manufacturer narrative:
Updated to include adverse event. Updated to include the outcome attributed to the adverse event.

Event description:
The following information was reported: the technician opened the package and inspected the device as he prepped, with nothing noticeably wrong. After the balloon was up and the sheath was out, it was noticed that the grip tip slid down the catheter and was not connected to the remainder of the sealant. Could not deploy, and had to hold manual pressure for 60 minutes. The patient was hospitalized for reasons un-related to the mynx device/mynx procedure. Procedure type: intervention vessel type: coronary vessel size: greater than 7 mm stick location: medium sheath size: 6f intended use: arterial closure.